Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's blower motor and detachable battery cable were replaced to address the issues. The blower was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, a foreign black substance was observed at the perimeter underneath the impeller in the housing assembly and on the inner section of the case cover. The product investigation laboratory also observed a foreign substance consistent with a dust-like composition found on the inside fan grooved area of the impeller as well as the silicone transition tubing resembled a foreign cloudy and dark discoloration in the air-flow path.

Manufacturer narrative:
The manufacturer previously reported an issue related to the fsn for sound abatement foam. Upon additional review, based on the serial number of this device, it is not in scope of the sound abatement foam recall.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's blower motor and detachable battery cable were replaced to address the issues.